Manufacturer narrative:
Evaluation summary / narrative: eval of device in question could not be done before repair had already been effected, since distributor had not marked instrument as being involved with this incident at the date when returning it as a repair.